Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture date and expiration date cannot be determined.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure, the bullet detached from the suture outside of the patient when the suture was grasped with the hemostat. The procedure was completed by tying another suture to the pinnacle. There were no patient complications, and the patient is reportedly "fine" post-procedure.